Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign matter inside the device package. Block h10: investigation results a visual examination of the returned nephrostomy sheaths and dilators found that the unopened pouch was found with a foreign matter in the outer side. No other problems with the device were noted. The reported event of foreign material present was confirmed. There is no evidence of a manufacturing issue, design or user issue which could have caused the complaint. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a nephrostomy sheath and dilators was used in the ureter during a transurethral stone crushing procedure performed on (B)(6) 2023. During the procedure, an insect corpse was found inside the device package. The procedure was completed with another nephrostomy sheath and dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a nephrostomy sheath and dilators was used in the ureter during a transurethral stone crushing procedure performed on (B)(6) 2023. During the procedure, an insect corpse was found inside the device package. The procedure was completed with another nephrostomy sheath and dilator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a1802 captures the reportable event of foreign matter inside the device package.